Event description:
It was reported that, during preventive maintenance, the aiming beam was identified as to be not constant in the middle of the arm. It moves over the complete outcome. As a consequence, the laser occasionally strikes the end of the arm under specific conditions. There was no patient involved.

Event description:
It was reported that, during preventive maintenance, the aiming beam was identified as to be not constant in the middle of the arm. It moves over the complete outcome. As a consequence, the laser occasionally strikes the end of the arm under specific conditions. There was no patient involved.

Manufacturer narrative:
The console was serviced at the customers site. The reported micromanipulator being misaligned allegation was confirmed. During service, the acuspot and the microscope were adjusted, therefore, it is likely that the acuspot mirror and microscope were defective requiring adjustment. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A conclusion code of cause traced to component failure was assigned to this investigation.